Manufacturer narrative:
H6-investigation code 3331: device history record (DHR) review-based on the results of the investigation, the probable cause of the failure is likely due to failure to follow procedure by packaging more than one lens at a time and therefore inadvertently packaging the incorrect patient chart label. A second probable cause identified is due to inadequate final verification process of the patient chart label. Corrective actions for a similar discrepancy regarding the packaging of an incorrect patient chart label have been identified and have been implemented under CAPA m18-12. Claim# (B)(4).

Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Investigation type (B)(4): lens work order search-no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that, while attempting to implant a 13.2mm vicmo13.2, -7.0 diopter implantable collamer lens into the patient's left eye (os), the lens tore. This occurred on (B)(6) 2020. There was no patient contact with the lens. An alternate lens was implanted and the problem was resolved. The cause of the event is reported as unknown.